Event description:
It is reported that instrument broke upon impaction.

Manufacturer narrative:
This type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tab may cause this situation. The exact cause analysis can not be determined with certainty. Evaluation: as returned, one of the tabs on the helmet is cracked. Device history records have been reviewed and no anomalies were noted. The device had an approximate field age of 15 months at the time of failure.